Event description:
Ineffective; reported by hcp (healthcare provider) did consent to follow up: (B)(4). All available information is provided in this report. Contact hcp (healthcare provider) for clarification if needed; (B)(6).